Event description:
In 2007, this patient was implanted with two gore tag thoracic endoprostheses as part of the gore tag study. The patient was then diagnosed with critical right carotid stenosis and seven months later, the patient underwent a right carotid endarterectomy.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Additional device implanted in this patient and related to the event includes: tg3115.